Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer biomedical personnel repaired the unit. The customer was contacted to obtain additional info. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp fill port male luer fitting broke. The pt was switched to another iabp and therapy was continued. No pt injury was reported.